Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 1627487-2020-04459. It was reported that patient experienced ineffective stimulation. As a result, the device system was explanted approximately four years ago estimated date (B)(6) 2016. No further information is available at this time.